Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level in the 500's mg/dl range. A manual injection was administered and a supply change was performed resolving the issue. Recommendation was made to consult with their health care provider to discuss diabetes management.